Event description:
It was reported that once in a while ¿it would get hot.¿ it was stated the patient meant the internal unit. It was stated the patient noticed the issue after (B)(6) 2013. It was noted the patient would not be doing anything at the time when the hot sensation would occur. It was clarified the patient had this issue since (B)(6) 2013 instead of (B)(6) 2013. It was noted the patient was seen one day prior to report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID neu_unknown, serial# unknown, product type unknown. (B)(4).